Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 3877-45, lot# 0211858947, product type: lead. Analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete.

Event description:
The healthcare professional (hcp) reported through a manufacturer representative that during a lead implant procedure, out of range impedances were measured. It was noted that a nurse in the procedure had changed the lead¿s stylet and that a ¿bend occurred at the proximal end of the lead.¿ while it was stated that this ¿did not seem significant at the time,¿ it was suspected that this ¿may have resulted in a fracture.¿ the implanted lead was replaced through surgical intervention as a result of the event and the issue was resolved at the time of report. It was noted the patient was being treated for chronic pain.

Manufacturer narrative:
Device evaluation: analysis of the lead found the #4 conductor was broken 1.7 cm from the proximal end and the #5 and #7 conductors were broken 1.1 cm from the proximal end. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.